Manufacturer narrative:
Technical services reviewed report information and asked if the patient was undergoing radiation therapy. The clinician was not aware of any radiation treatment or other medical treatments they patient may have been doing. Technical services discussed that the presenting electrogram showed normal as vs operation, and that it appeared that the device may have undergone a reset at some point. Technical services then recommended performing a save to disk and memory dump the next time the patient was seen, as well as calling the patient to ask about radiation or other procedures. No adverse patient effects were reported. The device remains implanted. A save to disk and printed strips were sent to technical services for evaluation. Disk analysis showed that the device appeared to have undergone a warm reset due to a detected (and corrected) single bit error in protected memory. By design, this family of devices resets several counters upon a warm reset. Since latitude uses the difference between the present counters and the previous counters, negative values were displayed. The device is functioning appropriately. The negative values will be cleared upon a subsequent remote interrogation.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited erroneous information in the device counters. Negative numbers were seen for atrial tachycardia response mode switches and premature ventricular contractions.